Manufacturer narrative:
This report is submitted on january 09, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site; subsequently, the patient was treated with a topical antibiotic (date and duration not reported).

Manufacturer narrative:
Per the clinic, the abutment was removed on (B)(6) 2018. Subsequently, on (B)(6) 2018 the patient underwent revision surgery, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.